Event description:
It was reported that during a da vinci surgical procedure, the first assistant introduced an endoscopic stapler instrument through an assistant port. Reportedly, the instrument did not go all the way across the dorsal vein complex, causing the patient to bleed profusely. The surgeon made the decision to convert the procedure to open surgical techniques; however, the patient expired. No other information was provided.

Manufacturer narrative:
On (B)(6) 2013, a response regarding the reported incident was provided by the site's risk manager. According to the risk manager, a medical staff peer review was conducted concerning the reported event. The risk manager indicated that due to the healthcare quality improvement act (hcia) she was unable to provide any additional information regarding the reported event. The risk manager also indicated that the site's investigation did not find any relationship to the use of the da vinci surgical system and the procedure outcome. No other information was provided.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) is unable to determine the root cause of the injury and subsequent death of the patient. Isi has attempted to contact the hospital's risk management group to gather additional information regarding the reported event; however, as of the date of this report, no additional information has been provided. A follow-up vigilance report will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the injury sustained by the patient.